Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full event site name: (B)(6). The fse isolated the issue to a defective power slot interface, he replaced it (0670-00-1170) and the battery release issue was corrected. The fse also reported that during the repair he observed the cable tie for display coiled cable, was broken and he replaced it (0125-00-0028). The fse also observed a slight leak from o-ring from helium connector on cart. To fix this issue the fse replaced the o-ring (0354-00-0208). The iabp then, passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) the getinge field service engineer (fse) observed that the cardiosave intra-aortic balloon pump (iabp) batteries were not releasing. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a preventative maintenance (pm) the getinge field service engineer (fse) observed that the cardiosave intra-aortic balloon pump (iabp) batteries were not releasing. There was no patient involvement and no adverse event was reported.